Event description:
The medical center in (B)(6) in (B)(6) 2022 had a successful support with an impella cp. The team later in (B)(6) 2022 had a (B)(6) registry noted hemolysis. Later in (B)(6) 2022 the team followed up that in fact haptoglobin was infused for the hemolysis treatment.

Manufacturer narrative:
All product was discarded in (B)(6) in 2021. No investigation to root cause is possible. The failure mode will be monitored and trended.